Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with in appriate automatic mode switch (ams) episodes secondary to atrial lead noise and low out of range impedance. Programming changes were made. Patient was unaffected by these issues.